Event description:
The customer reported that this unit had battery latch issues.

Manufacturer narrative:
The customer reported that this unit had battery latch issues. The unit was evaluated at the customer site by a philips field service engineer and the failure was verified. Replacement of the battery latch resolved the failure.